Event description:
Customer reported that pump battery was depleting too fast, resulting in a shutdown of the device. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.